Event description:
It was reported that the catheter crossed the lesion without any problems. The unit was inflated for 3-4 seconds at 10psi and the result was satisfactory. The balloon was deflated and was attempted to be removed through a 6f sheath introducer when slight resistance was encountered. The catheter was removed with a small jerk. After removal of the catheter, the physician noted that the distal tip was missing. The missing tip that was inside the pt, could not be located with x-ray. After 4 hours, the pt had an occlusion in leg and the missing tip of the balloon was removed through surgery.